Event description:
As reported, when attempting to remove a 6f ¿ 12f mynx control venous vascular closure device (vcd) from the patient, the device was stuck and was believed to be caught up on the suture of a non-cordis suture assisted vcd. Three non-cordis suture assisted vcd¿s were used in the patient along with the mynx control venous vcd, and the third suture assisted vcd was reported to have been sutured into the distal tip of the mynx control venous vcd. The mynx control venous vcd deployed perfectly. The #2 button did depress but it kept popping back up because it was sutured in by the non-cordis suture assisted vcd. It was reported that this was not the fault of the mynx control venous vcd. The physician was able to pull the mynx control venous vcd out with little force and the distal tip of the device appeared to have an accordioned like substance that was believed to be the mynx control venous catheter coating. There were no reported patient injuries and no signs of bleeding. The mynx control venous vcd site appeared to be fine, and the patient was reported to be fine five days post procedure. This was during a venous pulsed field ablation (pfa) procedure in which two unknown sheaths were placed in the right leg of the patient where the mynx control venous vcd and non-cordis suture assisted vcd were used for closure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to remove a 6f ¿ 12f mynx control venous vascular closure device (vcd) from the patient, the device was stuck and was believed to be caught up on the suture of a non-cordis suture assisted vcd. Three non-cordis suture assisted vcd¿s were used in the patient along with the mynx control venous vcd, and the third suture assisted vcd was reported to have been sutured into the distal tip of the mynx control venous vcd. The mynx control venous vcd deployed perfectly. The #2 button did depress but it kept popping back up because it was sutured in by the non-cordis suture assisted vcd. It was reported that this was not the fault of the mynx control venous vcd. The physician was able to pull the mynx control venous vcd out with little force and the distal tip of the device appeared to have an accordioned like substance that was believed to be the mynx control venous catheter coating. There were no reported patient injuries and no signs of bleeding. The mynx control venous vcd site appeared to be fine, and the patient was reported to be fine five days post procedure. This was during a venous pulsed field ablation (pfa) procedure in which two unknown sheaths were placed in the right leg of the patient where the mynx control venous vcd and non-cordis suture assisted vcd were used for closure. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: product evaluation revealed the atraumatic tip of the mynx control venous vcd was frayed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when attempting to remove a 6f-12f mynx control venous vascular closure device (vcd) from the patient, the device was stuck and was believed to be caught up on the suture of a non-cordis suture assisted vcd. Three non-cordis suture assisted vcds were used in the patient along with the mynx control venous vcd, and the third suture assisted vcd was reported to have been sutured into the distal tip of the mynx control venous vcd. The mynx control venous vcd deployed perfectly. The #2 button did depress but it kept popping back up because it was sutured in by the non-cordis suture assisted vcd. It was reported that this was not the fault of the mynx control venous vcd. The physician was able to pull the mynx control venous vcd out with little force and the distal tip of the device appeared to have an accordioned like substance that was believed to be the mynx control venous catheter coating. There were no reported patient injuries and no signs of bleeding. The mynx control venous vcd site appeared to be fine, and the patient was reported to be fine five days post procedure. This was during a venous pulsed field ablation (pfa) procedure in which two unknown sheaths were placed in the right leg of the patient where the mynx control venous vcd and non-cordis suture assisted vcd were used for closure. Other procedural details were requested but were not provided. One non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed while button 2 was not depressed. The stopcock was found in the open position, and a syringe was returned attached to the unit. The sealant was not returned for this evaluation, and no abnormal condition was observed to the sealant sleeves. A 6f cordis sheath was returned inserted on the device. The balloon was deflated, and the core wire was present. Additionally, the atraumatic tip was returned with frayed/split/torn conditions. Per functional analysis, button 1 was found fully depressed while the balloon was deflated. A complete simulated evaluation was executed by fully depressing button 2. During this functional evaluation, no malfunctions or abnormal conditions were observed. A functional analysis was executed using the returned sheath, which was tested by being inserted onto the unit and withdrawn from it. During this analysis, no friction or resistance was perceived. Per microscopic analysis, a high magnification evaluation was executed to evaluate the atraumatic tip. During this analysis, evidence of frayed/split/torn conditions was observed to the atraumatic tip surface, along with elongations and plastic deformation possibly related to overloading tensile force interactions. The reported event of ¿balloon-retraction jam¿ was not observed during analysis of the returned device since there were no issues noted during functional analysis of button 2. However, the reported event of ¿atraumatic tip-damaged¿ was observed as a condition of ¿atraumatic tip-frayed/split/torn¿ was noted with the device received. Based on the information available for review and product analysis, procedural/handling factors contributed to the issues experienced with the device as the atraumatic tip was reportedly sutured within the patient. The unintentional suturing of the atraumatic tip led to the retraction issues when attempting to press button 2 and the subsequent damage to the tip. According to the instructions for use (IFU), which is not intended as a mitigation, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp. The device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.